Manufacturer narrative:
According to the initial incident description, a trial neck snap sits too loosely on the broach when performing the surgery. As a follow-up information, the hospital confirmed that there was no issue with the product in question as it worked as intended during another surgery. They confirmed that the initial complaint was submitted in error and officially withdrew it, as no malfunction of the trial neck was observed during the later procedures. Since the hospital confirmed that no product defect was identified in the subsequent surgeries, a risk assessment is not applicable.

Event description:
The following event was reported to implantcast gmbh: "trial neck snap sits too loosely on the broach. Surgery could be completed without problems with the same stiff instrument " follow-up- the hospital initially reported that the trial neck snap sits too loosely on the broach during surgery. Implantcast gmbh requested the return of the instrument for investigation. However, the hospital did not respond to multiple follow-ups. On (B)(6) 2025, the hospital informed us that the same trial neck snap was reused in a subsequent revision surgery without any issues. They confirmed that the initial complaint was wrongly submitted and officially withdrew it, as no malfunction of the trial neck was observed during the subsequent procedure.

Event description:
The following event was reported to implantcast gmbh: " trial neck snap sits too loosely on the broach. Surgery could be completed without problems with the same stiff instrument " note: it is known that the issue occurred intraoperatively. However, according to the available information, the surgery was brought to an end with the same instrument and this issue had no health impact on the patient. There was no need for an alternative instrument. It is not known whether the trial neck snap or the broach were responsible for the loose fit. Since the trial neck snap was reported as affected product and it is not known which broach may be affected, the trial neck snap was selected as main product in this case. It is also possible that the broach could be defective and may have contributed to the loose fit. However, it is unable to confirm this due to insufficient information.

Manufacturer narrative:
According to the incident description, a trial neck snap sits too loosely on the broach when performing the surgery. Neither the trial neck snap nor the broach was subjected to an optical examination. Since no picture of the product was provided neither, no optical examination could be performed. It cannot be determined whether the trial neck snap or the broach may be responsible for the reported loose fit. As the trial neck snap was reported to implantcast as defective, this was also assumed as main component during the investigation. It is also possible that the broach could be defective and may have contributed to the loose fit. However, it is unable to confirm this due to insufficient information. It is known that the malfunction occurred intraoperatively. However, this had no health effect on the patient and the surgery was finished successfully with the same instruments. The manufacturing documents and the material certificates of the trial neck snap could not be checked as no lot number is known. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no technical root could be determined why the trail neck sits too loosely on the broach. It can only be assumed that the malfunction can be regarded as a random failure of a component. According to the event description we cannot conclusively determine that trial neck snap is solely responsible loose connection. It is also possible that the broach may have defects and may have contributed to the malfunction, but this cannot be confirmed or denied due to a lack of information. A potential cause could be an unintentional user error. Since there is also no information available, no statement is possible. The event was assigned to the error pattern "attachment does not fit instrument/implant" in the associated risk management.